Event description:
The report from the customer stated, the pilot balloon deflated (due to unstuck) two days after the cannula was inserted. "No injuries to patient". A non-routine replacement of the tube was required. The tube was discarded.